Manufacturer narrative:
The device has been returned for evaluation. We have not yet completed the investigation.

Event description:
The customer stated that acuity central station ed2 was down again. The effect would be that they could not centrally monitor the patients until the system rebooted. Bedside monitoring would continue unaffected. There was no patient harm as a result of the reported events.